Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps were performed, including testing a different scope, testing the bf-uc180f scope on another tower using the same connector, and assisting the customer with setting up a loaner unit and transferring processor settings. The customer informed tac that no image, including the regular image and ultrasonic image, was displayed on the monitor when using the bf-uc180f scope. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had none of the images available, including the regular image and the ultrasound image, and it was not getting any image from the scope to show up on the monitor. The issue was found during inspection for use. There were no reports of patient involvement.